Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported during injection with one syringe of juvéderm® ultra xc the luer lock broke and the product was lost. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.